Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead had far field r-wave oversensing. The device was reprogrammed. Later, the sensing was noted to be low at 1 mv and noise was on the atrial channel. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.